Event description:
It was reported to baxter corporate product surveillance (cps) that during validation testing by baxter, it was noticed (at 2.5 hours after the set had been filled with the mixture) that the solution set was leaking at one of the lad y-arm/tubing interfaces of the clearlink continue-flo solution set. The leak occurred at the lad on the set that was directly below the check valve and drip chamber. The product was filled with a mixture of saline and white tempura paint in order to simulate a lipids infusion solution for a clinical simulation during a product validation study. It is not believed that the saline/paint solution caused the tubing/y-arm bonding to dissolve; other sets of the same product code were also used in the validation study for longer periods of time (8hrs) and did not show any signs of leakage.

Manufacturer narrative:
(B)(4). The sample is available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was visually and functionally evaluated and the reported condition was confirmed. A leak was detected due to a cut on the tubing. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.